Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) machine during use, while the patient was connected, the home patient (hp) stated they disconnected and cycled the power. The hp also stated that they had a system error 2201 and 2265, and the hp had re-primed while connected to the homechoice (hc) using the same supplies. There was no solution in the heater bag and the hp disconnected and cycled the power. The technical service representative (tsr) explained the alarm and proper procedures when re-priming. The tsr advised the hp to inform their nurse of the situation. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error- reuse of single-use product was confirmed because the patient reported that they re-primed while connected using same supplies; however, the root cause was not determined. Label review was performed and the review found the labeling adequate for the user error in the complaint. A follow-up report will be filed should additional information become available.